Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water feedset tube of an mr290v vented autofeed humidification chamber was found leaking during set up. It was also reported that the leak in the water feedset tube was located about 25cm from the water bag spike.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected and connected to a water bag to test for leaks. Results: visual inspection revealed that there were two breaks in the feedset tubing about 26cm from the spike tubing connection. The surface of the break was rough (not smoothly cut). Small drops of water began to build up on the surface of the breaks when the feedset tubing was connected to the water bag. A lot check revealed no other complaints of this nature for lot number 130816. Conclusion: the damage appeared to be caused by the tube being pinched with excessive force. This is evidenced by the rough break. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving broken or damaged water feedset tubes in the mr290 chambers has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of december 2013.